Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, this product didn't work at all since it was opened. Therefore, the surgeon used an alternative same product to complete the surgery. Photos of the device showed evidence of battery leakage. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. (B)(4). Review of the device history record for (B)(4), lot number z000010034, identified no relevant deviations or anomalies. Product examination found that one of the batteries had warped and begun to leak. This caused the unit to not function. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.